Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware, post-aquablation therapy, that the patient coded and had trouble breathing after waking from anesthesia. The patient was stabilized and discharged the next day. The treating surgeon attributed the event to anesthesia and not aquablation therapy. No information was provided regarding medical or surgical intervention. No malfunction of the aquabeam robotic system was reported.